Event description:
It was reported a pt underwent a successful x-stop procedure on levels l3/4 and l4/5. Following the case, the pt developed a hematoma over the surgical site. Incision and debridement were performed and the implant was left in place. No additional info was reported.

Manufacturer narrative:
Additional lot #: 2132762. Method - device not returned, follow up conversation with company representative.